Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of delivery system interacts with pre-existing device was unable to be confirmed as no device/imagery was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. As reported, the distance between the mitral and aortic prosthesis was underestimated on CT imaging. During deployment of a 26 mm s3ur via +2 cc, the operator felt there was interaction between the mitral prosthesis and the proximal balloon tip of the commander delivery system. This interaction caused the system to shift more ventricularly, resulting in the valve being landed at a 40/60 a/v ratio. In this case, the close anatomical proximity between the pre-existing mitral and aortic prostheses can present a challenge during a transcatheter aortic valve-in-valve procedure. When the distance between the two prostheses is limited, the risk of mechanical interaction during valve deployment increases. This risk is further amplified when additional deployment volume is used, as the expanded balloon may exert greater radial force and cause the delivery system to shift toward the left ventricle. Such displacement can lead to suboptimal valve positioning, as seen in this case. As such, available information suggests that patient factors (proximity of the mitral prosthesis to the aortic prosthesis) and procedural factors (overinflation ) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr in a previously implanted surgical valve with a 26 mm sapien 3 ultra resilia valve, in which the delivery system interacted with the pre-existing device. As reported, the patient had a history of commando procedure. The patient underwent planned valve-in-valve for a 27 mm magna ease surgical valve. The plan was for 26 mm s3ur +2cc. The s3ur was placed across the surgical valve in standard fashion, deployment initiated, noted to communicate with mitral prosthesis, balloon dragged ventricular landing 40/60. The operator felt there was communication between mitral prosthesis and commander system proximal balloon tip which directed system more ventricular. The mitral prosthesis and aortic prosthesis distance was underappreciated via CT. A 2nd 26 mm s3ur valve was prepped urgently in sterile fashion and deployed without incident. The patient left the room stable to pacu. The initial reporter did not allege that any edwards devices were deficient in any way.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation in ongoing.